Event description:
The facility reported a pump with failure code 570:320:844:0000. It is unknown when this failure code occurred. There was no pt injury or medical intervention necessary according to the hosp rep.